Event description:
Customer reportedly obtained result of 148mg/dl on the compact system and 89mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of the suspect system and a replacement was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates: avandia - year 8mg/day, atenolol - "long time" 12.5mg/day, furosemide - years 40mg/day.